Event description:
It was reported that the software analyzer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the software analyzer failed all cross-pacing functional tests and it was determined that the analyzer would be scrapped and saved for possible failure analysis. (B)(4).